Event description:
Dr. (B)(6) performed a cervical corpectomy using cornerstone psr devices and infuse bmp at (B)(6). The cornerstone psr device is not approved by the FDA for corpectomy in the cervical spine nor is it approved to be used with infuse. I developed problems like choking, weakness and wasting of my hands so that I can't pick up more than a gallon of milk, cancer, and am now disabled and unable to work. Prior to the surgery, the doctor showed me the spinal cage he was going to use, but it was much larger than what was implanted in my neck. My doctor did not disclose that the cornerstone psr was not approved for cervical corpectomy or use with infuse or his financial interests in the company that supplied the products used in my surgery. The cornerstone psr also doesn't come in a height tall enough to use for the corpectomy procedure used in my neck.